Event description:
During routine testing, the unit failed to power-up. There was no pt involved. The was a blown fuse caused by abnormally high current draw from transformer t1 on assembly 595263. The cause of the transformer failure could not be determined. The event is not occurring more frequently or with greater severity than is usual for the device.